Manufacturer narrative:
Subject device has been received and is currently in the investigation process.

Event description:
Pt implanted with plate and screws on (B)(6) 2012. X-rays taken (B)(6) 2012. Five screws were noted as loose and were removed and replaced. The plate remained in the pt. This is the 3rd of 6 reports submitted on this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. The investigation is ongoing.